Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the display top lcd assembly. The fse completed preventative maintenance services. All calibration, safety, and functionality checks were completed per the service manual and passed to factory specifications. The iabp unit was returned for clinical service upon completion.

Event description:
It was reported that there was damage to lower right-hand corner of upper display of the cardiosave intra-aortic balloon pump (iabp). The display had a large circular blotch and the user is unable to see text and battery levels. It is unknown under which circumstance this event occurred. However, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The lcd display monitor was returned to getinge¿s national repair center (nrc) for root cause failure analysis. A technician inspected the display and observed a round blotch on the lower right hand corner of the display. The technician then installed the display into the cardiosave test fixture and tested the display to factory specifications per the cardiosave service manual and the display failed testing. The nrc verified the root cause of the failure of a blotch on the screen in the lower right hand corner of the display which was caused by a crack in the display.

Event description:
It was reported that there was damage to lower right-hand corner of upper display of the cardiosave intra-aortic balloon pump (iabp). The display had a large circular blotch and the user is unable to see text and battery levels. It is unknown under which circumstance this event occurred. However, there was no patient involvement and no adverse event was reported.